Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead and the left ventricular lead exhibited high capture thresholds. A chest x-ray was performed, and it was confirmed that the left ventricular lead migrated back into the coronary sinus. The lv lead was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.